Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. The device has been explanted with a complete capsulectomy. The left capsule was sent to the pathology lab which showed "fibrosis in relation with the periprosthetic capsule, presence of negative cd 30 lymphoid cellularity."

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Continued: e.1.: phone no.: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. The device has been explanted with a complete capsulectomy. The left capsule was sent to the pathology lab which showed "fibrosis in relation with the periprosthetic capsule, presence of negative cd 30 lymphoid cellularity.".

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a.3a; d.9; h.3; h.6.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. The device has been explanted with a complete capsulectomy. The left capsule was sent to the pathology lab which showed "fibrosis in relation with the periprosthetic capsule, presence of negative cd 30 lymphoid cellularity."